Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultra meter was in the coding mode. The medical surveillance specialist (mss) was unsuccessful in contacting the patient for a follow up call. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 5:30am, the patient alleged the issue began. The patient reported that she takes self adjusting insulin to manage her diabetes. The patient reported decreasing her dose of insulin by 70%, however does not remember the exact dose. On (B)(6) 2012 at 12:00am, the patient reported that she developed "sweating, headaches, dizziness, and felt like she was going to pass out." At an unknown date and time the patient reported she treated herself with honey and orange juice to relieve the symptoms. At the time of troubleshooting, the cca noted, when walked through a retest, the issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.